Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on 16-jul-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for less than 24 hours. The site of insertion was upper buttocks, abdomen, hips, arm. Patient regularly rotated the site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via mdi for the treatment. Patient removed infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.